Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician failed to mobilize and place the right ventricular (rv) lead correctly during the procedure. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.